Manufacturer narrative:
The lead was capped but not explanted. Correction for aware date is 03 jan 2020 for report#2938836-2020-00603.

Event description:
New information received notes that rv lead noise was observed. Lead insulation anomaly was noted. The patient was shocked twice and knocked to the floor. The patient hurt her ribs. The lead was capped and replaced due to electrical malfunction on (B)(6) 2019. The patient was stable during the procedure. The patient was still having the ribs pain.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.further information was requested but not received.

Event description:
It was reported that inappropriate shock was observed. Lead fracture was suspected. The lead was explanted and replaced.